Manufacturer narrative:
The field service engineer performed preventative maintenance and replaced various parts. The customer loaded a new reagent pack, ran calibration and qc which was acceptable. This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.3 results for multiple patients with the cobas 8000 cobas c 502 module. The reporter provided the following examples of questionable results for two patient samples: sample (B)(6): the initial result was 0.090 f of t (fraction of total), the percentage is 9.0%. The repeated result was 0.066 f of t, the percentage is 6.6%. Sample (B)(6): the initial result was 0.089 f of t, the percentage is 8.9%. The repeated result was 0.055 f of t, the percentage is 5.5%. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The reagent lot number was 520458. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation found the service performed by the field service engineer resolved the issue.